Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown rb cup, unknown. Unknown, unknown head, unknown. Unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01981.

Event description:
It was reported that the patient was revised due to poly wear and treated for osteolysis behind the cup. The cup was left in place as it was stable, and the liner, head, and stem were replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Review of provided patient x-rays and surgical notes confirms the reported patient osteolysis as well as eccentric poly wear. Review of device history records was not possible as the necessary product/lot code combination(s) was not provided. Root cause was unable to be determined due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.